Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed err_perm_fail_int_li_ion in the device's event log. The technician recommended replacing the device's internal battery to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additionally, the device was found to have cosmetic damage to the base enclosure, which was not related to the reportable malfunction/issue. The technician recommended replacing the device's base enclosure assembly to address the issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.